Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer knob was received tightened in the backward position. The handshake connections were examined and no issues were noted. Inspection of the burr revealed that the annulus was damaged/not rounded. The rotawire for the related complaint was not received with this device; however, the investigation for the related complaint stated that the wire was returned loaded in the rotablator (this complaint device) and it could be removed. Functional testing was completed with .009¿ rotawire. The rotawire was able to be inserted through the burr and advancer with no issues and did not stick. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09685. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During removal of device after first ablation, it was noted that the burr failed to be removed from the wire. The rotaburr and rotawire were removed from the unspecified guiding catheter together. The procedure was completed with another of the same rotawire¿ and 1.25mm rotaburr. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).age at time of event: 18 years or older.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09685. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During removal of device after first ablation, it was noted that the burr failed to be removed from the wire. The rotaburr and rotawire were removed from the unspecified guiding catheter together. The procedure was completed with another of the same rotawire¿ and 1.25mm rotaburr. No patient complications were reported and the patient's status was good.